Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -5.0/0.5/088 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2024 for a shorter lengthe lens due to excessive vault. This resolved the problem. The cause of the event was reported as unknown.